Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 44 mg/dl. The customer treated for low blood glucose value with orange juice. The customer reported that the insulin pump had failed battery alarm and blank display. The customer reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged and the spring was neither damaged nor corroded. The customer reported that the insulin pump display did not return after restart. Customer declined to troubleshoot for low blood glucose level. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify failed battery test alarms due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.